Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a malfunction of the backup alarm. No patient involvement.

Manufacturer narrative:
Device evaluation: service center received the v60 ventilator on (B)(6) 2017 for evaluation. Repair technician performed troubleshooting and the error code message of back-up alarm failure could not be reproduced, but observed repeatedly in the diagnostic (drpta) files. Resolution and disposition: the repair technician replaced the cpu bpcba and pm pcba to address the reported problem. The unit is fully serviced. Unit passed performance verification test and safety test. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
The cpu board was returned to failure investigator (fi) lab for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator. An operational test was performed and passed. The ventilator operates for two hours without failures. Fi technician removed the audio buzzer (ls1) from the cpu pcba and performed an interior inspection of the audio buzzer (ls1). No damage, contamination, or cold solder were visually exposed. The reported problem could not be duplicated. The root cause for the reported issue could not be determined due to no failures were identified.